Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll (B)(4) for evaluation on 03/31/2016. Visual inspection was performed and the front enclosure, bottom enclosure and battery lock membrane were noted to be damaged. The autopulse platform is a reusable device and was manufactured on 06/07/07. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive was performed and user advisory(ua) 02 (compression tracking error) and user advisory 45 (not at home position after power on/re-start), under voltage <18v"(battery was removed before powered down were observed to have occurred on the reported date of (B)(6) 2016. No other significant issues were identified during archive data review. In summary, the reported complaint of the platform stops compression was not confirmed. The root cause for the observed uas was not confirmed. The platform passed all testing when ran for 15 minutes with smaller manikin and 15 minutes with lrtf with no faults found .unrelated to the reported complaint, the physical damage to the platform was attributed to normal wear and tear.

Event description:
During a training exercise, it was reported that the autopulse platform intermittently stopped during compression without an error message displayed. After the battery was removed and reinserted, the autopulse platform continued with the compression; however, eventually stopped again. The issue was reported to have occurred with multiple batteries. No patient involvement.